Manufacturer narrative:
Insulin pump received with no button responses due to corroded keypad traces. Unable to confirm alarms due to no button response. Time clock advances and no frozen display observed during testing. Broken reservoir tube lip, cracked battery tube threads, cracked display window, cracked reservoir window, cracked case and missing end cap sticker noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is alarming. The insulin pump has cosmetic damage. The blood glucose reading is 300 mg/dl. Customer treated with manual injection. The insulin pump has a frozen display. During troubleshooting, the time display was monitored; the minutes do not change. The insulin pump will be replaced. Nothing further reported.